Event description:
It was reported the customer had high blood glucose levels (approximately 300 mg/dl). Customer disconnected from the pump and noticed air bubbles present in the tubing. Customer attempted to expel air bubbles, but was unable to. Customer changed out cartridge and infusion set.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.